Event description:
It was reported that the patient was experiencing pain in the lower back and inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.